Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 540 mg/dl. Reviewed the bolus and alarm history, and everything appeared normal. The mother declined further troubleshooting, and requested a replacement insulin pump. The mother reported that there were two cracks on the casing. Later, the diabetes educator reported that after the nurses put the customer back on the insulin pump, the customer went back into diabetic ketoacidosis. The nurses had not changed the infusion set, and noticed that the infusion set had disconnected at the quick release. The educator was given advice on ways to prevent this from happening. Nothing further was reported.